Event description:
Event description boston scientific received information from a foreign affiliate that this chronic single chamber pacemaker and ventricular lead were explanted due to lead erosion. The lead was surgically abandoned due to an insulation break and the device was explanted and returned. The insulation damage was noted during the explant procedure and it was reported the device was functioning normally two days prior to the procedure when it was last checked. No replacement products were implanted at this time and the patient remains in the hospital for observation. It was also reported that the patient did not experience any adverse effects or symptoms, other than it was an unplanned medical procedure.